Manufacturer narrative:
E1: patient city: (B)(6). Patient country: romania. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in romania. On 26-aug-2024, it was reported that the patient faced insulin flow blocked alarm. The patient also reported that pump detected an occlusion that prevents the flow of insulin. No further information available.